Event description:
It was reported that an electrogram (egm) review was requested for the right ventricular (rv) lead and this right atrial (ra) lead due to noise with oversenslng and pacing inhibition. Shock channel/morphology confirmed that there were no pauses greater than two seconds. Rv pace impedance measurements showed sudden dips in measurements that remained within normal limits. In addition, the ICD was beeping and it was determined that a code 1003 was recorded, indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. The leads were surgically abandoned and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).